Event description:
A malfunction alarm was reported with code malf 12, which required technical support assistance for pump reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by the technical support team to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again.